Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Only the delivery wire was returned for analysis. During the analysis, it was revealed that main coil was detached from the delivery wire. A functional test was unable to be performed as the main coil was detached. As per the additional information, the coil was confirmed to be in good condition prior to use and was prepared as per the dfu (direction for use). It is probable that main coil was jammed within the microcatheter and it was stretched and prematurely detached during removal from the patient. An assignable cause of cause traced to component failure will be assigned to the reported and analyzed event, as the issue is associated with a product that meets the design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
During the analysis of the returned device, it was revealed that the main coil was prematurely detached inside the patient. No clinical consequences reported to the patient.